Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received intermittent button response and button error alarm due to corroded keypad traces. There was moisture damage noted on lcd board and mother board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir window and cracked case near display window corners noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 367 mg/dl at the time of the call. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.